Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After the patient left the room, blood pressure decrease was confirmed. Cardiac tamponade occurred after the procedure. Drainage was performed, and the patient's symptoms subsided afterwards. Patient improved. There were no suspicious moments during the procedure. No device defects were identified. The patient was discharged from the hospital as planned and did not require extended hospitalization. The physician's opinion on the cause of the adverse event is that there is no relationship with the devices and the procedure. Activated clotting time (act) was over 350 seconds during ablation. One catheter was used for each catheter exchange and one transseptal puncture site. There were 28 ablations performed (84 applications) of pulsed field ablation (pfa), all within the pulmonary veins and none were outside of the pulmonary veins.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31743930l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).